Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected multiple episodes of rapid atrial fibrillation (af) which correlated with a rhythm ID episode (rid). Two episodes initially correlated then were just fast enough to reach the ventricular fibrillation (vf) zone which the device treated with anti-tachycardia pacing (atp) and shock therapy. Besides the inappropriate atp and shock therapy, there were no other adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected multiple episodes of rapid atrial fibrillation (af) which correlated with a rhythm ID episode (rid). Two episodes initially correlated then were just fast enough to reach the ventricular fibrillation (vf) zone which the device treated with anti-tachycardia pacing (atp) and shock therapy. Besides the inappropriate atp and shock therapy, there were no other adverse patient effects reported.